Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and one additional incident was identified from this lot for hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the armada 35 dilatation catheter was prepared for use per instructions for use and no issues were noted. The device was advanced to treat a target lesion in the femoral artery. An attempt was made to inflate the balloon using an inflation device; however, it only partially inflated and the physician noted that there was not much pressure. The dilatation catheter was removed and an attempt was made to inflate the balloon out of the patient anatomy. Contrast was noted to be leaking at a location near the hub of the balloon. A second same size armada 35 was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.